Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported. .

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Leak testing was performed on the sample. There was a leak detected in the air vent of the filter. The design history review was performed. Based on the evidence, the complaint was confirmed. The root cause could not be identified.